Event description:
The customer states that an axsym bhcg result of 30 miu/ml was reported on a pt and questioned by the physician. The original sample aliquot was retested yielding a result of 1135 miu/ml. The original sample tube was tested yielding a result of 1151 miu/ml. The customer is unsure whether pt management was impacted based on the initial result.